Event description:
It was reported that noise was detected following the insertion of the right atrial (ra) lead and its connection to the pacemaker after wound closure. Despite all lead tests showing satisfactory results with no abnormal measurements, the noise could be reproduced by applying pressure over the wound and device. The noise was isolated to the ra channel, leading to the decision to replace the atrial lead. Following the replacement and testing of the new lead, no further noise was observed, and no additional adverse effects on the patient were reported. The lead is scheduled for return. This device was not returned for product investigation. Numerous requests were submitted to the field for product return; however, no further correspondence was received. Should additional information become available, a supplemental report will be issued.

Manufacturer narrative:
This device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise was detected following the insertion of the right atrial (ra) lead and its connection to the pacemaker after wound closure. Despite all lead tests showing satisfactory results with no abnormal measurements, the noise could be reproduced by applying pressure over the wound and device. The noise was isolated to the ra channel, leading to the decision to replace the atrial lead. Following the replacement and testing of the new lead, no further noise was observed, and no additional adverse effects on the patient were reported. The lead is scheduled for return.